Event description:
Medtronic received information from a literature article regarding computed tomography derived predictors of permanent pacemaker imp lantation after transcatheter aortic valve replacement (tavr). All data was collected a meta-analysis review of ten studies published between 2015 and 2019. A total of 2,707 patients were included in the study population (predominantly male, mean age 81 years). The following valve types were used during tavr: edwards sapien, st. Jude portico, boston scientific/symetis acurate neo, and medtronic corevalve. The specific number of patients implanted with a corevalve was not disclosed. No unique device identifier numbers were provided. Of the 2,707 patients included in the analysis, 387 required permanent pacemaker implantation following tavr. Reasons for pacemaker implantation included: complete atrioventricular block, bradycardia, sick sinus syndrome, atrioventricular block type ii mobitz, first-degree atrioventricular block with left bundle branch block, and other unspecified conduction disturbances. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: maier o, et al. Computed tomography derived predictors of permanent pacemaker implantation after transcatheter aortic valve replacement: a meta-analysis. Catheter cardiovasc interv. 2021 nov 15;98(6):e897-e907. Doi: 10.1002/ccd.29805. Epub 2021 jun 2. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.